Event description:
It was reported that this non-boston scientific device system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 150 ohms. Technical services (ts) recommended replacing the lead. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.